Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
The investigation revealed that the capacitor on the rf control board failed within two years of service.